Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent resection of graft on (B)(6) 2007 due to vaginal dryness, atrophic vaginitis and cystocele. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh excision on the following dates due to cystocele and vaginal wall erosion: (B)(6) 2008; (B)(6) 2010; (B)(6) 2010; and (B)(6) 2011. (B)(4).

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The pt experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.